Event description:
A customer contacted physio control to report that their device did not deliver defibrillation energy during patient treatment. The patient involved in the reported event did not survive, but there was no alleged patient injury or death related to the use of the device.

Manufacturer narrative:
The device was not returned for evaluation. The reported issue could not be verified, and root cause could not be determined. Based on the available information, the cause of the reported issue was likely use error due to the use of pediatric pads. It was reported that the patient weight was approximately 55kg. Per the lifepak 1000 defibrillator operating instructions, "the defibrillator may be used with standard defibrillation pads only on adults and children who are 8 years old or more or who weigh more than 25 kg (55 lbs)." The higher body weight results in a higher thoracic impedance which can lower the current provided to the patient. The customer confirmed that the device functioned normally after standard defibrillation pads were applied.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Not returned to manufacturer.

Event description:
A customer contacted physio control to report that their device did not deliver defibrillation energy during patient treatment. The patient involved in the reported event did not survive, but there was no alleged patient injury or death related to the use of the device.